Manufacturer narrative:
Unit passed displacement test. However, unable to prime unit during the prime test and compromised force sensor alarm during basic occlusion test due to slightly loose drive support disk. Unit received missing end cap sticker. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and reservoir tube. Unit received with broken battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer stated they are receiving a compromised force sensor alarm. The customer stated they are stuck in rewind complete/bolus delivery loop. Customer stated they did not received 2nd series of beeps nor did numbers appears on the screen. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.